Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. The patient reported experiencing palpitations. Boston scientific technical services (ts) was consulted and upon review, noise was noted on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. Out of range impedance measurements were noted on both the ra and lv leads. Undersensing, oversensing and loss of capture (loc) were also observed. Additional information confirmed a chest x ray was performed and a dislodgement of all three leads was confirmed. A lead revision procedure has been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed a twisted and curled (deformed) lead body which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. The patient reported experiencing palpitations. Boston scientific technical services (ts) was consulted and upon review, noise was noted on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. Out of range impedance measurements were noted on both the ra and lv leads. Undersensing, oversensing and loss of capture (loc) were also observed. Additional information confirmed a chest x ray was performed and a dislodgement of all three leads was confirmed due to twiddler's syndrome. A lead revision procedure has been scheduled. Additional information was received that these three leads were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. The patient reported experiencing palpitations. Boston scientific technical services (ts) was consulted and upon review, noise was noted on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. Out of range impedance measurements were noted on both the ra and lv leads. Undersensing, oversensing and loss of capture (loc) were also observed. Additional information confirmed a chest x ray was performed and a dislodgement of all three leads was confirmed due to twiddler's syndrome. A lead revision procedure has been scheduled. Additional information was received that these three leads were explanted and replaced. No additional adverse patient effects were reported.